Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (317 mg/dl). Reportedly, the customer set a temporary basal rate due to taking long acting insulin prior to starting on the pump for insulin therapy, and did not know how to stop the temporary basal rate. Tandem technical support guided the customer through turning off the temporary basal rate. Customer delivered a bolus to address elevated bg levels.